Event description:
During a routine follow-up interrogation, the message "aida is not programmed, ok" was displayed. No aida information was displayed but the statistics were displayed and listed. The session was exited and a new interrogation session was performed, the same message was seen. A new session was performed a second time and the aida reading was displayed at the top of the screen and aida seemed to be operating normally this time. The device remains implanted and the files from the programmer were sent to the manufacturer for review.

Event description:
During a routine follow-up interrogation, the message "aida is not programmed, ok" was displayed. No aida information was displayed but the statistics were displayed and listed. The session was exited and a new interrogation session was performed, the same message was seen. A new session was performed a second time and the aida reading was displayed at the top of the screen and aida seemed to be operating normally this time. The device remains implanted and the files from the programmer were sent to the manufacturer for review.

Manufacturer narrative:
(B)(4) 2011, a response from the manufacturer is pending. Other text : device remains implanted.

Manufacturer narrative:
(B)(4), 2011. A response from the manufacturer is pending. (B)(4), 2011. Since the device remains implanted, the files from the programmer were reviewed. The analysis confirmed the reported behavior. The first aida memories reading procedure failed because the register coding for the aida memories status was found corrupted and was reset by the programmer software, as specified in such case. The origin of the corrupted data remains unknown; however, it is very likely related to a telemetry error during the reading procedure. Available information does not suggest any anomaly of the pacemaker. The pacemaker and the programmer operated as specified. Device remains implanted.